Event description:
It was reported that during a stent procedure the stent was placed to treat a low anterior descending in-stent restenosis. A second stent was placed in the second septal branch. The pt returned to the cath lab two days later. Angiography revealed a total occlusion of the left anterior descending mid-way into the newly implanted stent. The septal vessel was found to be patent. Ptca was performed and the pt was sent for bypass surgery. The pt expired four days post surgery. Causation between the device and pt's death cannot be established.